Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ short pen needle had the cannula break off. The following information was provided by the initial reporter : the consumer stated that the needle broke off in the injection site. The consumer stated that she went to the ER and had x-rays done and a CT scan in which the needle was observed. Date of event : unknown; samples : consumer refused to send sample.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ short pen needle had the cannula break off. The following information was provided by the initial reporter : the consumer stated that the needle broke off in the injection site. The consumer stated that she went to the ER and had x-rays done and a CT scan in which the needle was observed. Date of event : unknown. Samples : consumer refused to send sample.